Event description:
It was reported that there is no reading when device is hooked into machine and cable. Settings could not be adjusted due to no reading. No backup was readily available so procedure was completed with a competitive device. No major delay or patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and had been used for treatment. There was no relationship found between the returned device and the reported incident. Visual inspection under magnification shows minimal electrode wear with discoloration from activation of the device. There were no manufacturing abnormalities visually observed with the returned wand. The wand was first connected to a compatible patient cable then connected to a compatible controller and the wand was recognized on the controller. The settings were then adjusted to set point 3 and the device was activated in saline solution and plasma was observed as intended; therefore, the returned device performed to specifications. The complaint could not be verified, nor could a root cause be determined with confidence. It is possible that the wand connector block and the patient cable was not fully connected upon insertion into the customer¿s controller; therefore, not allowing the wand to be recognized by the controller. Other factors that could contribute to the reported event is the customer¿s controller and patient cable which were not returned for evaluation. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution. Initial awareness date has been identified to be 01/17/2018 not 02/17/2018.